Manufacturer narrative:
Block b3: the exact event date was not reported. The event date of may 1, 2025, was chosen as best estimate based on the bsc aware date of may 5, 2025. Block h6: imdrf device code a150101 captures the reportable event of stent first flange expansion problem. Imdr impact code f2301 captures the additional device required to complete the procedure. Block h11: an axios stent and electrocautery enhanced delivery system were received for analysis. Visual and microscopic inspection revealed that the outer and inner sheaths were kinked, and the stent was partially deployed. Functional testing was conducted by unlocking the catheter (sliding the lock to the right) and manipulating the catheter control hub. The catheter advanced through the luer without resistance. The stent hub was moved to the second and fourth positions, during which the stent was able to be deployed successfully. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of stent first flange failure to expand as the stent was returned partially deployed. The investigation concluded that the additional observed damages found on the delivery system were most likely due to procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). Taking all available information into consideration, the overall root cause of the reported event is known inherent risk of device. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to be placed for a gastroenterostomy procedure. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the small intestine.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the intestine during a gastroenterostomy (ge) procedure performed on an unknown date. During the procedure, the axios stent first flange was deployed but it did not expand. The device was removed, and eventually the first flange expanded outside the patient. The procedure was completed using another of the same device. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed for a gastroenterostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated foar placement transgastric to the small intestine.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the intestine during a gastroenterostomy (ge) procedure performed on an unknown date. During the procedure, the stent first flange was not able to expand. However, it was able to be expanded once it was removed from the patient. The procedure was completed using another of the same device. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed for a gastroenterostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the intestine.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.